Event description:
It has been reported to hill-rom that a multirall has detached from the carriage during transfer of a pt. The pt fell to the floor and the lift motor fell down on the pt. X-rays of the pt were done post fall and were inconclusive regarding any skeletal injury sustained as a result of the fall. MFR # 8030916-2014-00009.